Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent an elbow trauma procedure on (B)(6), 2015. During the procedure, an anchor fractured as it was screwed into the bone. The distal part of the anchor was retained by patient. Another anchor was used to complete the procedure. No further information has been provided.